Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument was not activating, could hear the noise but did not seal or do the dissection. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. Synch activation was being performed. The surgeon experienced energy being applied and the generator was activated with its normal tones but no changes to the tissue was noted. The instrument did not work at all during the procedure. No errors occurred when the synchroseal issue occurred. There were continuous tones while the pedal was being pressed during the sealing sequence. No fast audible tones were heard suggesting sealing or sync mode cycle was completed successfully. No tissue effect was observed during the sealing/sync cycle. Tissue was never successfully sealed therefore tissue was not cut. Target tissue was omentum. The target tissue was under minimal tension during the sealing/cutting process. Vessel calcification was not visible. It is unknown if the tissue was exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbon tissue prior to or during the sealing cycle. No additional bleeding was experienced by the patient. The surgeon does not know what caused the synchroseal issue.

Event description:
Refer to h10/h11 for follow-up information.